Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. The customer continued to use the pump for insulin therapy. It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl, cause was unknown. Customer consumed carbohydrates to address low bg.